Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that two atrial leads were attempted but not used during implant procedure. The first atrial lead exhibited placement difficulties and the helix would not fixate to the atrial wall. The second lead helix became stuck in the extended position while attempting to place lead. Additionally, it was noted that the stylets were difficult to insert as there was blood on the stylets and inside the lead. Difficult patient anatomy may have contributed to the inability to place the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).